Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported through the surgical outcome system that a revision surgery is required due to a complication and motion loss. No additional information provided. Additional information requested. Additional information provided on 8/31/2021: the date of the primary procedure was (B)(6) 2019 for a right reverse total shoulder arthroplasty. Revision procedure was (B)(6) 2021 with no additional information as to what devices were explanted or implanted during the revision.